Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16780532/16923727.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was non-functional. The patient underwent an explant procedure. The explanted ipg and linear leads were not returned. No further information has been obtained despite good faith efforts.